Event description:
Spoke to patient who stated that her pump was not working and nurse changed battery and still not pumping. They were able to finish infusing via gravity tubing. Patient received full dose. Rph ok'd exchanging pump. Unknown if device is still on hand, in case a return is requested, unknown if an adverse event happened. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by pt/ caregiver.